Event description:
It was reported by service report that the bed has no power functions due to a disconnected power cord. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: disconnected power cord.